Event description:
A distributor reported that a cartridge alarm, identified as alarm 29, occurred during the loading phase and was verified in the pump's history. There was no reported impact on the customer¿s blood glucose level at the time of the event. Cts resolved the issue by arranging for a pump replacement under warranty, as further corrective measures like reloading a second cartridge led to the same alarm. The customer was informed about the replacement but declined to provide details about their backup insulin therapy. The problematic pump was sent back to tandem following the provided return instructions.